Manufacturer narrative:
(B)(4) = jaws. The analysis results of the el5ml found that the device was received with the jaws closed; the jaws were manually opened and they were found to be broken at the bifurcation and with corrosion. No further testing could be performed due to the returned condition of the jaws. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor experienced a malfunction with the device. No additional information was given. Case completed with another device of the same product code. There were no patient consequences reported.